Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user¿s brushing method of the elevator differed from IFU recommendation. It is also likely the user¿s understanding differed from olympus recommendation such as device handling, reprocessing before returning device for repair and usual reprocessing method in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that ¿insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope as below.¿ ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) ¿brush the forceps elevator shows the detail of reprocessing method of/around forceps elevator in ¿manual cleaning¿. Moreover, IFU (operating manual) clearly states ¿foreign material at forceps elevator during the inspection prior to use in ¿inspection of the endoscope¿, therefore, the event can be detected.¿ in addition, it is stated that ¿cleaning should be performed when returning it for repair in returning the endoscope for repair¿. ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps raiser with foreign material was noted. In addition, light guide lens crack, adhesive around the objective lens worn out, distal end stains, key top 1 pin hole, connecting tube buckling, and l-arm corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, forceps raiser with foreign material was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.